Event description:
I had photorefractive keratectomy - prk- done with a wavelight laser in each eye almost 3 years ago in an attempt to correct myopia. I had subsequent surgeries, prk and then also ck - both in the right eye to attempt to correct distortions in my vision. I have tried to find if my surgeon reported my adverse event to you, but received no answer from you so I am trying to register it myself. I do not have all of your requested info. I currently have impaired vision quality that fluctuates throughout the day, and may or may not improve with 2 different pairs of glasses. It is painful to use a computer for more than a few minutes, and after using a computer or doing near vision work - sewing or reading- my far vision will then be distorted for varying amount of time -30 minutes to 2 hours- until my eyes "settle down". I have halos around lights during night driving, even with the glasses I am still required to wear. Although I have close to 20/30 according to my doctor in my distance eye, most of my day it is as though I am looking through grease -might be called ghosting- and I have to work hard to focus on tasks. Sometimes, it is similar to having one contact in and one out. This makes my eyes hurt and can give me terrible headaches. Most evenings my eyes ache. I have now been examined by a total of 4 well respected lasik surgeons, and 2 optometrists and they tell me there is nothing they can do. -actually, one said he might try another laser surgery and I declined- I know many people with varying degrees of dissatisfaction with their lasik surgeries, who have no idea that they could or should report their problems to the FDA. They just go to back to their previous doctors for glasses or contacts. Most are not as extreme as I, but do not consider their lasik success. I believe the problems to be far understated to you. I suggest your contact info be a part of the physician disclosure form. Finally, I strongly urge you to stop this procedure - especially on young people. My original surgeon offers free (B)(6) to college age students in advertisements -my sons received them- and they included no warnings of the potential risks..only promise of cost savings on glasses or contacts -and of course the (B)(6)- I can't imagine my eyesight for the next 20 years without despair...how much worse for a young person in their 20's. Please, please consider your research of this procedure more carefully. I know many people who are happy with their results, but if the success rate was known to be closer to 60-70%, verses above 95%, I really doubt most people would risk their sight. Diagnosis or reason for use: myopia.